Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels reaching 520 mg/dl. The cause for elevated bg levels was unknown. Tandem technical support guided the customer through a pump system check. The pump was functioning as intended. Customer changed the pump supplies and administered manual injections to address elevated bg levels.